Manufacturer narrative:
H.6. Investigation summary: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. H3 other text : see section h.10.

Event description:
It was reported that before use of the bd plastipak¿ 10ml syringe slip tip inside the intact package was a dirty area. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: syringe with the package intact with a huge internal area dirty.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ 10ml syringe slip tip inside the intact package was a dirty area. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: syringe with the package intact with a huge internal area dirty.